Event description:
While using a byte day aligner, patient reports that their aligners are cutting into the side of their tongue and causes pain and soreness. The patient was provided with tips for gum tissue and file down of the rough edges that are cutting their tongue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.